Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was received and evaluated. The imagery showed calcification was present in the landing zone. The delivery system was inserted into the sheath, and the balloon was observed to have radial and longitudinal burst. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst' was confirmed based on provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as the provided 3mensio confirmed the presence of calcification in the landing zone. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the customer also reported an extra 2 cc of volume was added to the balloon. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral tavr with a 26mm sapien 3 ultra valve, after deploying the valve, during deflation the balloon of the 26 commander delivery system (ds) burst. A transthoracic echocardiogram (tte) was immediately performed to confirm valve placement, level of pvl which was none, and effusion which was also none. The balloon was removed to the point of the 14fr esheath+ where resistance was met. The decision was then made to withdraw the sheath and ds as a unit. A new sheath was immediately inserted in angio of groin/iliacs and no vessel injury was noted. A bav was not performed prior to the procedure and 2ml of extra volume was added to the balloon. There was no leakage observed, and no damage noted to any other device. The valve was successfully placed. There was no injury to the patient, and the patient is in stable condition.